Manufacturer narrative:
(B)(4). Date sent: 07/31/2025. B3: only event year known: 2025. D4: batch #227d47. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with a gst60t reload loaded on the device. The reload was received fully fired. Upon visual inspection, the bailout door was noted to be out of position; however, the lever bailout was damaged. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. The event described of difficult to open and would not reverse button force could not be confirmed as the device opened and closed without any difficulties noted and the knife reverse button worked properly during testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished pcee60a, with lot/batch number c9et5p, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 227d47, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during vats bullectomy procedure, it was observed that the gun was fired for the third time and it fired no problem across the tissue, the device was handed back to the scrub nurse with the jaws of the device still closed. Scrub nurse then tried to open the device to clean and reload the device but the jaws would not open. He then tried the reserve button on the side but the jaws would still not open. He then had to go to the manual over-ride lever which worked and the jaws opened. This all happened outside the body and no damage was done to the tissue or to the patient who is now recovering fine. There was no patient consequence nor surgical delay reported. No additional information provided.